Manufacturer narrative:
The lens was returned to b+l. Visual inspection found half of the lens was returned. The optic has been torn in half. One haptic plate and haptic arms are attached to the piece of optic. In addition half of one set of haptic arms is lying loose in the carrier. The rest of the lens and other half of haptic arm set was not returned. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined. However, the surgeon was unable to center the lens due to capsular fibrosis.

Event description:
The lens was removed and replaced due to capsular fibrosis and unable to center. The surgeon's indicated the likely cause of the event was "history of trauma, zonular dehiscence, unable to get iol centered due to capsular fibrosis." Patient's current prognosis and treatment "ucva 20/40 on (B)(6) 2017, autorefraction -0.50+1.00x161. The patient was sent back to optometrist for prescription, prognosis good." Based on this information, this event is determined to be unrelated to the device, and therefore is no longer considered reportable.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Results will be submitted to the FDA in a follow-up report.

Event description:
Reportedly, lens was implanted and removed as it would not center in capsular bag. Another lens was implanted with no issues. The incision was not enlarged but sutures were required. No other information available. Additional information has been requested but has not been received.